Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 1 month. (Calculated from the date when the system controller was shipped to the hospital.). Device evaluation: the report of a motor stopped event was confirmed based on the information contained in the log file that was retrieved from the returned system controller. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, which confirmed that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the event history. No functional issue was identified during the analysis and the data contained in the log file could not be correlated to the returned system controller. A review of the device history records revealed that the device met applicable specifications. The patient remains on vad support. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that speed reductions and a motor stopped event were observed on the system controller event history screen and confirmed upon review of the submitted data log file. The event reportedly occurred at approximately 4:00 am on (B)(6) 2015, while the patient was sleeping in bed. The patient was reportedly asymptomatic. It was reported that the patient's percutaneous lead (lead) appeared to be in good condition with no signs of trauma. X-ray images of the lead were submitted for evaluation. The braided shielding in one small area on the external portion of the lead appeared slightly stretched, but the lead appeared fine otherwise. The system controller was exchanged and the patient experienced no further issues afterwards. No further issues have been reported.